Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was routinely transplanted. During the manufacturer's initial investigation of the returned pump, a thrombus formation was found on the inlet bearings.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.